Event description:
It was reported the epg (external pulse generator) would not power on. A new battery was tried, without success. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. Battery flex is contaminated. Upper and lower cases, battery release, lead flex cover, battery drawer, and battery contacts are contaminated. Contamination found throughout the battery compartment. Display is out of electrical specification (segments are missing). Ring cover and two side bail covers are broken. Ring and two side bails are missing.